Manufacturer narrative:
(B)(4). Foreign- (B)(6). Concomitant medical products: 2.7 locking screw 12; item# unknown; lot# unknown; 2.7 locking screw 14; item# unknown; lot# unknown; 2.7 locking screw 14; item# unknown; lot# unknown; 2.7 locking screw 14; item# unknown; lot# unknown; 2.7 locking screw 14; item# unknown; lot# unknown; 3.5 locking screw 14; item# unknown; lot# unknown; 3.5 locking screw 14; item# unknown; lot# unknown; 3.5 locking screw 14; item# unknown; lot# unknown; 3.5 cortical screw 14; item# unknown; lot# unknown; 3.5 cortical screw 18; item# unknown; lot# unknown; 3.5 cortical screw 20; item# unknown; lot# unknown. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision of the fibula plate due to pain, swelling & reduced range of movement. No additional patient consequences were reported.